Manufacturer narrative:
Internal report reference number: (B)(4) pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Wife is calling on behalf of the customer. Caller reported complaint for inaccurate dispense, stating that of the 50 pen needles, 3 did not dispense the insulin. Per caller the package had not been open or damaged when received and the customer has been using the product for a week or more. The customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.